Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: quattrode lead wide spaced, 90 cm, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 6042358". Common device name: quattrode lead wide spaced, 90 cm, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005709". Common device name: quattrode lead wide spaced, 90 cm, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005709". Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was not receiving effective therapy due to lead migration. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was repositioned. Effective therapy restored. Note: it is unknown which lead is related to this issue.